Event description:
Pt suffered cardiovascular collapse approx. 15 min. After placement of bone cement & prosthesis during right thr. Transesophageal echocardiography at that time demonstrated several large thrombi entering, then exiting the right side of the heart. Pt has recovered somewhat, and has since been extubated and discharged from the surgical ICU.